Event description:
It was reported that the pt had fluctuating symptoms due to over and underdosage for about a year. No testing of the rotor was done. The pump was replaced; the catheter was working fine and not replaced. Per the reporter, there were no pt complications. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.